Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach handle is loose and will not properly hold the broach on the handle.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, a two-year search of the complaint database found it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. If these orientation features are not aligned properly, the cam will lock incorrectly onto the broach, or that extra pressures are placed on the leaf spring component, leading to deformation of the leaf spring. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. With correct use, the leaf spring will only flex a few millimeters. The provided date code j0408 indicates the instrument was manufactured in april of 2008 and is over (B)(4) years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.